Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to gear wheel 3. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a manufacturer representative on 2019-jul-01 regarding a patient receiving dilaudid (3mg/ml at 0.75mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was noted that the patient was in a nursing home and their dementia was really bad. The patient was unable to leave the nursing home because they could not walk or stand. It was reported that the pump was alarming with a two-toned critical alarm that was sounding every 8-10 minutes. It was noted that the patient had been hospitalized recently and had several terrible issues, including severe uncontrollable seizures, could hardly stand or walk, could barely move their head, and had rug burns on their legs from the sheets. It was noted that the patient underwent magnetic resonance imaging (MRI) several times while in the hospital on the brain and the spine and the pump was not checked following the mris. It was confirmed that the mris were not related to the device or therapy. The patient's last refill was on (B)(6) 2019. A manufacturer representative was paged to interrogate the pump. Upon initial interrogation, the logs showed the following motor stalls and recoveries: a stall on (B)(6) 2019 at 2:09pm with a recovery at 2:26pm; a stall on (B)(6) 2019 at 5:25pm with a recovery at 5:52pm; and a stall on (B)(6) 2019 at 9:36pm with a tube set message on (B)(6) 2019 at 9:36pm. The patient had a head MRI on (B)(6) 2019 unrelated to the device or therapy, and on (B)(6) 2019 the patient was in the intensive care unit (ICU) and had a scan that was unrelated to the device or therapy. It was noted that the patient had another MRI on (B)(6) 2019 once admitted to the emergency room, and the patient was likely experiencing withdrawal symptoms when their leg was shaking. That was why the patient had scans on (B)(6) 2019 (note: this conflicts with the previous report that the scans on (B)(6) 2019 were not related to the device or therapy). On (B)(6) 2019 the hcp wanted to set the pump to minimum rate. No further complications were reported or anticipated. Additional information was received from a manufacturer representative on (B)(6) 2019. It was reported that the managing physician rarely saw the patient and the only symptom reported to the representative was the leg shaking around the time of the stall. They had no confirmation of the other symptoms. Or hospitalization. It was noted that a home infusion company managed the patient's pump and the pump had not been explanted or replaced yet.